Event description:
It was reported that the right ventricular lead triggered an alert for undefined impedance and numerous short v-v intervals. Reprogramming was performed to turn the lead off and a replacement was planned. No patient complications have been reported as a result of this event.